Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port MRI isp, 8 fr chronoflex, int wo sp, attach sl that are cleared in the us. The pro code and 510 k number for the power port MRI isp, 8 fr chronoflex, int wo sp, attach sl are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the MRI powerport isp. During the procedure, the catheter was allegedly found difficulty in passing. It was further reported that tip of the introducer was allegedly found damaged. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: two photos were provided and one 8.0fr peel-apart sheath was returned for evaluation. The photo shows an open kit tray containing a right-angled non-coring needle, introducer sheath loaded with dilator, tunneler, two guide wire hoops in which one guidewire was j-tip loaded into hoop and one guidewire was noted to be tangled. No defects on the introducer can be noted. The second photo shows a document printed in native language. Visual, microscopic and functional evaluations were performed on the returned device. The distal tip of the vessel dilator was noted to be deformed. The edges were noted to be jagged. An attempt to loaded back the vessel dilator to the peel-apart sheath was performed and was successful. The vessel dilator was able to lock into place. The complaint sample was noted to be bent. Therefore, the investigation is confirmed for the identified introducer sheath deformation issues. However, it is unconfirmed for material integrity as more specific damage deformation was identified during investigation, and the investigation is inconclusive for the reported difficult to insert issues as the sample evaluation results indicating no difficulty/issue under laboratory conditions may not be representative of the condition of the device during use. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the MRI powerport isp. During the procedure, the catheter was allegedly found difficulty in passing. It was further reported that tip of the introducer was allegedly found damaged. There was no reported patient injury.